Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. At the time of reporting, the patient indicated that the wearable had been inaccurate for several days. On (B)(6) 2026, the cgm displayed glucose values in the 60s mg/dl. The patient reported no hypoglycemic symptoms prior to losing consciousness for an unknown duration. Her spouse found her unconscious in the bathroom and administered two doses of injectable glucagon. No fingerstick blood glucose (bg fs) value was obtained or reported at that time. The patient regained consciousness and reported feeling better after several minutes, with continued improvement and stabilization of her bg levels. On (B)(6) 2026, the same wearable alarmed for elevated cgm glucose values. The patient reported no associated symptoms and checked her blood glucose using a glucometer. The bg fs value was 227 mg/dl. At the time the inaccuracy was reported on 03/31/2026, the patient stated she believed the wearable was inaccurate on (B)(6) 2026, as she would not typically lose consciousness with blood glucose values in the 60s mg/dl. She indicated she was in good condition at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.